Event description:
Note: this report pertains to one of three devices used during the same procedure. Associated manufacturer report #3005099803-2011- 03763 and #3005099803-2011- 03765 pertain to the other devices. It was reported to boston scientific corporation that a pinnacle anterior/apical, pinnacle posterior, and pinnacle duet pelvic floor repair kit were used in a procedure on (B)(6) 2010, to treat the patient's symptomatic cystocele, rectocele, vaginal vault prolapse, and urinary incontinence. According to the complainant, the patient experienced injuries, but the exact nature and date of onset of the injuries are unknown. All other information, including the patient's current condition, is unknown.